Event description:
It was reported that the patient¿s device system was removed post operatively due to infection. The patients status was unknown. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension; product ID 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was stated that both of the implantable neurostimulator (ins) and the lead were explanted due to an infection.